Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish a connection between the ipg and external devices. The patient programmer also reflects the error message: "generator has reached end of service". Additional information revealed the patient's ipg was deemed inoperable due to a kinked lead (reference MFR. Report#: 1627487-2018-10015. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up revealed that patient's ipg was explanted and replaced and this addressed the issue.

Manufacturer narrative:
Manufacturing narrative: device was not returned for analysis, however event details indicate system software was up to date and diagnostics indicated impedance measurements were within range. Programming parameters were provided and longevity estimation found the issue was consistent with normal battery depletion. No device problem was found.